Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had variable impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.